Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2010, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer identified that drawer 4.2 had a pocket with a broken lid, ejected the pocket and returned it to the pharmacy for replacement if required. Confirmed no other issues with the station. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.